Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device had no power. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device had no power. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer (fse) responded to a report of no power to the system overnight. Upon arrival, the pharmacy technician confirmed that power had been restored, and the system was functioning normally, likely due to a temporary power outage caused by electrical work in the facility. The fse conducted a thorough inspection of the medstation and performed multiple tests using the hardware test application (hta). During the inspection, it was observed that the health status of the medstation in remote support service (rss) was marked as ¿critical,¿ with the antivirus flagged as non-compliant. The fse attempted to update the antivirus but was unable to proceed due to access restrictions. After that the fse connected the tsc (technical support code) for assistance to resolve the issue. The system functioned as intended after the field service engineer repaired the device.